Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (1g first bag then every fifth day, route and duration not reported) and meganova (1g in first bag then 500 mg in each exchange, route and duration not reported) for the event. The patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.